Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the healthcare provider (hcp) was requesting a pump be interrogated as they were concerned with patient symptoms and the pump not working. The patient was at the hospital. The pump was not audibly alarming. No other details were known at the time of this report.